Event description:
It was reported to medtronic minimed that the customer's sister reported that the customer passed away on (B)(6) 2025 at the hospital ICU. The cause of death was idiopathic pulmonary fibrosis. The customer was admitted to the hospital on (B)(6) 2025 for shortness of breath and poor lung perfusion. It was also reported that blood glucose ranging from 170 mg/dl to 400 mg/dl due to the high doses of steroids the customer was receiving. The pump was removed at admission. It was reported that the customer's health issues that might have contributed to or led up to passing were fibromyalgia, general anxiety disorder, major depressive disorder, suffering from migraine, a benign tumor on her uterus, and gastric bypass. The insulin pump was not worn at the time of passing. The last known product(s) for this customer were as follows: mmt-1884, mmt-332a, and unomedical. Troubleshooting was performed for deceased reporting. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event, and it was unknown whether the smartguard/auto mode of the insulin pump was used or not. No product return is required for mmt-1884, mmt-332a, and unomedical. Frn-mmt-332a, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.